Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient stated she has not recharged her ipg in approximately a month. As such ,the patient was unable to establish communication between her ipg and charger. The patient's programmer also reflects an error message. Surgical intervention is planned to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. The patient reported effective therapy post-operative.